Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was squirting out insulin during the priming process. The customer stated that the numbers were not ramping up. The customer's blood glucose was 78 mg/dl. While priming, the customer also received a no delivery alarm. Troubleshooting was done. Advised the customer to run a manual prime of at least 5 units, and the customer stated that the insulin pump did not alarm no delivery. Advised customer that the insulin pump was working as designed. Nothing further reported.